Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event and began treatment with injection of ceftazidime (1 gm daily, ongoing, route not reported) and injection of vancomycin (1 gm daily, ongoing, route not reported) for the peritonitis event. At the time of this report the patient remained hospitalized and the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.